Event description:
Per the clinic, the patient developed an infection at implant site and subsequently was hospitalized and treated with IV antibiotics (date and duration not reported). The issue could not be resolved and subsequently the patient's device had extruded, resulting in the decision to explant. The device was explanted (B)(6) 2017, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on (B)(6) 2017.